Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a laparoscopic assisted distal gastrectomy, the device made a strange noise and would not activate. Another device was used to complete the procedure. No reinforcement material was used. The surgical time was not extended. The status of the patient: no problem. Additional tissue resection is not required. There was no tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product was removed from the tissue without damaging it. No bleeding occurred.